Event description:
It was reported that an alarm occurred with the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. A customer service representative assisted the customer with loading a new cartridge, but the issue persisted as the alarm recurred. The pump was not replaced as it was out of warranty, and no further corrective actions were recorded.